Manufacturer narrative:
Telephone number: (B)(6). (B)(4): other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had loading error by the nurse. There was patient contact with the cartridge tip as the lens was partially inserted through wound and retracted out once lens damage seen. The procedure was completed successfully with another enhance lens. The suspect iol was discarded. No further information available.